Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was over 500 mg/dl with moderate ketone level and was addressed via manual injection. Supply changes were performed in order to address the occlusion issue. The customer reverted to manual injections for alternate insulin therapy.